Manufacturer narrative:
The investigation is ongoing. Further information will be available in the final report.

Event description:
The patient and weekend staff informed arjo consultant that over the weekend, the bed started going down or up on its own. No injury was sustained. It was found during the evaluation that the backrest-up button on the patient's left head-end side rail on the inside of the side rail was stuck in the active position. The side rail with the faulty control panel was replaced.

Manufacturer narrative:
Patient and weekend staff informed arjo that over the weekend, the bed started going down or up on its own. No injury was sustained. It was found during the evaluation that the head-up button on the patient's left head end side rail on the inside of the side rail was stuck in the active position. The instructions for use for citadel bed (IFU, 830.213-en rev.14) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. The review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. It is concluded that the issue might be related to the device frequent use during long time of period. Arjo device failed to meet its specification when the bed was moving unintentionally. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The complaint was assessed as reportable due to the allegation that the head of the bed was moving up/down unintentionally. No injury was sustained.